Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins had moved and it was ¿scarring her¿. The patient also mentioned that the device had flipped a year ago. They stated that the ins was straight across then it went ¿up and down¿. In addition, their back started to get really sore a couple of weeks ago and hurt really bad on sunday. The patient had no falls or trauma. They did note that they had not noticed any change in their therapy, just that the site was sore. The patient was redirected to follow up with their healthcare professional (hcp) to have the device checked. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had an appointment on (B)(6) 2020. The patient was told it was alright and could not go anywhere but she could get it taken out if she wanted. The cause was due to the patient being locked out and after trying everything else, the patient resorted to using her hip to try and bust in. There were no additional steps taken to resolve the issue and it still have not been resolved at the time of this report. There is still quite a bit of pain. No further patient complications are anticipated or expected as a result of this event.